Manufacturer narrative:
The event occurred outside of (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose level was 21.0 mmol/l in the morning on (B)(6) 2024. The patient delivered multiple correction boluses, but the blood glucose levels continued to rise. Now, the blood glucose level was 30.0 mmol/l. The patient could see air bubbles in the insulin cartridge and tubing but was unable to remove them because insulin didn't come out at the end of the needle when priming.